Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the 3100a ventilator reset/power fail button is only working intermittently during pre-testing calibration. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue, and a vyaire field service representative (fsr) evaluated the device on-site, replaced the alarm display assy, and then completed the 7-year pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.